Event description:
Event description guidant received information that at implant of this cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) defibrillation lead and non-guidant left ventricular (lv) pacing lead had normal measurements; however, when the patient sat up for a chest x-ray loss of rv and lv pacing was noted.